Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances. It was attempted to cover the pain area by reprogramming around the high impedances, but reprogramming was not successful. The patient was hospitalized and underwent a revision procedure in which the lead was replaced. The explanted lead was lost and therefore will not be returned. The patient is doing well post operatively and has fully recovered.